Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During laparotomy total gastrectomy, when the powerseal and pencil-type electrocautery knife (unspecified manufacturer) were connected to the generator (wa91317j), an error message was observed when using the knife saying the seal had not been completed and it became impossible to output. Once the powerseal was removed, there were on problems and the procedure was completed using the same equipment. There were no reports of patient harm.